Event description:
It was reported that the balloon did not inflate and the balloon could not maintain inflation. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. Inflation lumen leakage observed through a slit on the catheter body, 0.15" in length, at the 12.3 cm area (distal of the thermal filament). No visible damage to balloon latex. A CAPA is in process for slit in catheter body related to balloon inflation .